Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6935m implantable tachy lead 2013 (B)(6); (B)(4) implantable cardioverter defibrillator 2013 (B)(6). (B)(4).

Event description:
It was reported that patient came to the emergency room with mid-sternal chest pain radiating to the throat. The patient had shortness of breath, nausea, and vomiting while at rest. Ultrasound showed pericardial effusion and cardiac tamponade was diagnosed. Pericardiocentesis and drain were performed. The right atrial lead was noted to have caused the perforation. The lead was repositioned a few days later. The patient is a participant in the (B)(6) lead study. No further patient complications have been reported as a result of this event.